Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and per the physician, the reported partial clip movement was due to patient anatomy. The reported recurrent mr was a cascading effect of the reported partial clip movement. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, a prolapsed posterior mitral leaflet (pml) and a pre-existing flail. A mitraclip xtw was implanted, reducing mr to a grade of 2. On (B)(6) 2025, the patient returned to the hospital and an echocardiogram was performed and revealed progression of pml prolapse with flail motion, and that the clip had partially detached from the pml and fully attached to the anterior mitral leaflet (partial clip detachment), causing mr to increase to a grade of 4. On the same day, a second mitraclip procedure was performed, and one clip was implanted reducing mr to a grade of 3.